Manufacturer narrative:
Corrected data: b3, b5, h6 (health effect - impact code).

Event description:
It was reported that, after a tka surgery performed on (B)(6) -2023, the patient experienced intense and constant pain, stiffness, compression sensation, occasional clicking/catching, limited flexion, and swelling of the knee. The patient had two manipulations under anesthesia on (B)(6) 2024 and (B)(6) -2024, with only temporary relief after the first. On (B)(6) 2024 the patient was examined and it was found that the implant was loose. Additional treatments included massage therapy, meloxicam, steroid dose pack, and physical therapy but were reported as ineffective. A revision surgery was performed on (B)(6) 2024, in order to exchange all implants. Patient indicated that she has been compliant after her initial surgery and also did over 3 months of physical therapy but never got better. She says that her general wellbeing is day to day and is currently recovering.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, all documents and images provided as of this date have been reviewed and considered, and unless noted, they do not contribute to the clinical or medical investigation. The conclusion is that the presence and possible root cause of the reported loosening could not be determined, and it cannot be confirmed whether there was adequate fixation or positioning following the initial implantation or if an external cause was involved. The report stated that the patient continues to recover from two major surgeries within three years and is experiencing ongoing challenges with general wellbeing and daily functioning. The instructions for use related to journey ii¿ bi-cruciate stabilized (bcs) total knee system does warn, ¿the patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Also, the looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. Due to the absence of part numbers, applicable prior actions to the reported event could not be definitely concluded. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, loss of ingrowth, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: b6, h8. Corrected data: b5, b7, h6 (health effect - clinical code).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2023, the patient experienced intense and constant pain, stiffness, compression sensation, occasional clicking/catching, limited flexion, and swelling of the knee. On (B)(6) 2024 the patient was examined and it was found that the implant was loose. The patient had two prior manipulations under anesthesia, with only temporary relief after the first. Additional treatments included massage therapy, meloxicam, steroid dose pack, and physical therapy but were reported as ineffective. A revision surgery was performed on (B)(6) 2024, in order to exchange all implants. Patient indicated that she has been compliant after her initial surgery and also did over 3 months of physical therapy but never got better. She says that her general wellbeing is day to day and is currently recovering.

Manufacturer narrative:
H11: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, right knee x-ray report approximately 10-month prior to revision showed right knee view: right total knee arthroplasty with effusion. Four x-ray photos with illegible dates were provided, the first two show a foot and a pre total knee arthroplasty knee, the second two, which are too small to identify radiolucency or osteolytic changes but show hinge knees which may be post revision. The surgical report noted how the implants were removed and required multiple instruments. This did not confirm loose components. Patellar tracking was satisfactory as resulting resurfacing was not performed in revision. The instructions for use related to journey ii¿ bi-cruciate stabilized (bcs) total knee system does warn, the patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Also, the looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. The root cause of the reported loosening could not be determined. We cannot confirm whether there was adequate fixation or positioning following the initial implantation or an external cause. A review of the risk management file revealed this failure mode was previously identified. Due to the absence of part numbers, applicable prior actions to the reported event could not be definitely concluded. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, loss of ingrowth, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2023, the patient experienced intense and constant pain, instability, and swelling. On (B)(6) 2024 the patient was examined and it was found that the implant was loose and needed a revision. A revision surgery was performed on (B)(6) 2024, in order to exchange all implants. Patient indicated that she has been compliant after her initial surgery and also did over 3 months of physical therapy but never got better. She says that her general wellbeing is day to day and is currently recovering.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.